Event description:
Event description this device failed the final pack test for an interrogated monitoring voltage of 2.14v. The battery status reads end of life (eol) and the device is in storage mode.